Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer provided feedback that they are concerned that no sound was heard for a three star alarm on (B)(6) 2017 around 22:34 for room (B)(6). There was an asystole alarm which shows in the audit logs, but the nurse is certain there was no sound at the bedside. There was no emergent care required/provided. The nurse stated that the patient has downs syndrome and it appears that they had a bad dream.